Manufacturer narrative:
(B)(4). Upon reviewing the device it was found that the articulation of the loop could not be locked in either plane of rotation. After further review the articulation wire from the top gear was pulled out from the shrink tube and the articulation wire from the bottom gear was not able to retain itself under the gear notch that is supposed to prevent the articulation wires form coming loose. Both of these failures were due to excessive force application to the loop of device once it was locked into position. The complaint was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
It was reported by the rep during a procedure the locking mechanism broke and the head would not lock. Another like device was used to complete the case. The patient care was not affected.